Manufacturer narrative:
E1-facility name: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegations was not confirmed. However, evaluation found an indentation on the tip sheath, and the ultrasonic probe was damaged. Based on the results of the investigation and information obtained from this complaint, the most probable cause was due to a damaged ultrasonic probe. It was surmised that artifacts/no ultrasonic wave image occurred because of the scratched tip sheath. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the ultrasonic probe malfunctioned and noticed there was no ¿ultrasound (us) pictures¿. The issue happened in an unspecified procedure. There were no reports of patient harm.